Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a robotic hysterectomy on (B)(6) 2019 and barbed suture was used. The barbs weren't "grabbing" well enough. The physician over-sewed to complete the case. There were no patient consequences reported.